Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a primary left tha, the doctor was trailing the liner and the locking screw broke off the acceptable trail liner. The liner was retrieved with no delays. Surgery completed.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported fracture. The fracture surface was examined by a materials analysis engineer who indicated that the morphology of the fracture is consistent with overload cycles. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fracture occurred due to repeated loading cycles. No further investigation is needed at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a primary left tha, the doctor was trailing the liner and the locking screw broke off the acceptable trail liner. The liner was retrieved with no delays. Surgery completed.